Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet system and elected to discontinue ilet use, planning to start a new libre sensor paired to the libre app after learning that a sensor initiated with the ilet app cannot be transferred. Symptoms included hypoglycemia. Outcomes included no hospitalization and self-treatment with oral glucose. Investigation included user follow-up, review of device use, and troubleshooting and education. Investigation of this case revealed no device malfunction reported and no specific device component issue identified, with cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.